Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closing of the subcutaneous layer in a laparoscopic laminectomy procedure, the needle broke while doing interrupted stitch. Another suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A tactile and microscopic inspection of the sealed products was performed with no abnormalities. The visual inspection of the opened samples noted one suture and two needles. One suture remained winded inside the retainer and attached to an intact needle. The remaining needle was received broken at the tip. Upon microscopic inspection, instrument marks were observed near the break site. The intact needle was submitted for bend moment testing with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.